Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens for non-obstructive urinary retention. The patient stated that she is using the catheter even more that before the procedure. She stated that she spoke with her clinician who told her that she is probably still under the effects of anesthesia. A few days later that patient voiding even less on her own than she did before the procedure and she is afraid of getting a uti. There was no surgical intervention that occurred. There was no surgical intervention that occurred. There were no further complications reported regarding the event.